Event description:
According to the reporter, during the laparoscopic totally extraperitoneal hernioplasty hernia repair, when on mesh insertion and then removal of the balloon trocar from the patient, the balloon disengaged from the trocar/sleeve and fell into the patient. It was also noted that the valve seal disengaged. The valve was put back in place as best as the surgeon was able in order for the gas to not leak. The balloon was then removed through the incision. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.